Event description:
Litigation alleges pain, elevated metal ion levels, metal ion debris, permanent damage, physical injuries.

Event description:
Litigation alleges pain, elevated metal ion levels, metal ion debris, permanent damage, physical injuries. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information. Dob was added. Part & lot was updated due to patient sticker sheet. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - sales rep reported revision surgery. Patient was revised to address osteolysis and metallosis. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/28/2014 - medical records received. Upon revision a pseudotumor, whitish fluid, stained synovium, and black tissue were noted. The information received does not change the MDR decision. This complaint was updated on: 05/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec 03/31/2014 - plaintiff's preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/23/2014.